Event description:
A consumer reported that she experienced problems with her left eye associated with wear of o2optix contact lenses purchased in 2006. Treating eye care practitioner reports consumer presented with discomfort or pain noted as foreign body sensation, no discharge, eye watery as emergency visit in 2007. Follow up the following month and diagnosed with bacterial ulcer in the left eye, 1 infiltrate associated with the ulcer about 1-2mm in size located center of clock, 21-50 cells & faint flare. Prescribed zymar, predforte 1%, cyclogel, and maxitral. Follow up one week later and prescribed zymar and predforte 1%. Seen one week later and prescribed zymar. Last appointment one week later with no medications prescribed and issue resolved with resumption of contact lens wear of a different brand. Best corrected visual acuity prior to the event 20/20, after 20/30, left eye. Reported lens care product in use at the time of event is "optics". Request has been made for add'l info (product lot number, product return), however, no further info is available at this time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned of lot number provided, no detailed investigation can be performed.